Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings occurred. Date of event is an approximation. On the (B)(6) 2024 the patient experienced hypoglycemia, but the device did not alert for hypoglycemia. She was talking with her friend over the phone, and suddenly blacked out and mumbled words. The friend called the son, and he took the patient to the hospital. When the patient regained consciousness, she was already in the emergency room with her son. At the hospital, the patient was treated with a shot of glucagon and regained consciousness after 5 minutes. The patient was discharged the same day. At the time of the report the patient was fine. Data was provided for investigation. An alert/notification settings issue was undetermined. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.